Manufacturer narrative:
Customer complained about having blank display/audio/vibrate anomaly/absence of alarm/exposed to moisture on 07/04/2021. The crest/thus/comlink3 download was successful. Pump error 4/53 (linenumber=0;filenumber=0) alarm found in the insulin pump history/trace download on (B)(6) 2021 at the same time 10:12:42 o'clock. Base on ngp pump error 53-failure analysis guide pump error 53 alarm with (linenumber and filenumber=0) due to hw issue. Device was received with critical pump error (open book image) alarm after battery insertion. No blank display noted after battery insertion. Unable to verify vibration or perform functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with corroded battery tube cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Severe moisture damaged electronic assembly all over the place on both electrical board 1 and electrical board 2, motor assembly and force sensor assembly. In conclusion, insulin pump was received with pump error 4/53 alarm found in the insulin pump history/trace download and critical pump error (open book image) alarm after battery insertion due to severe moisture damaged electronic assembly. Cracked case found on the back of the pump case. No blank display noted. Unable to verify vibration due to critical pump error (open book image) alarm. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the insulin pump was not turning on. Customer stated after taking bath insulin pump vibrate and switch off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.